Manufacturer narrative:
Received one used ch2000s-c spinning spiros connected to one used list# unknown extension set w/ sight chamber. As received, the spin feature of the used spiros was activated and spinning freely. No spline damage or shear tab anomalies were observed. The set and spiros was leak tested per product specifications. There was leakage from the connection of the female luer of the spiros to the male luer of the extension set. Evaluation of the connection area showed that the spiros was not fully connected. The connection was secured more tightly then leak tested again. There was no leakage. The reported complaint of leakage can be confirmed due to the connection of the spiros not being fully secured. The probable cause is unknown. A device history report (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Event description:
The event occurred on an unknown date involving a spinning spiros® closed male luer, red cap where it was reported that as a patient was receiving an unspecified chemo and got out of bed to use the bathroom, they noticed a leak on her bed. After tracing it and seeing where exactly it spilled, it was where the red cap male spiros adapter connected to the primary tubing. It had zero contact with the patient, no blood loss or bleeding back occurred, and no adverse effects occurred during or after the incident, therefore the patient remained stable. There was no delay in treatment as it occurred as a minimal spill while the flush of the chemo was infusing. After notifying the provider and pharmacist and cleaning the chemo per protocol, the patient did not receive an extra dose of that chemo and they proceeded with her next chemo with all new tubing. Everyone that was involved, family, nurses, provider, and patient, were not impacted as they took safe precautions to avoid any exposure. There was patient involvement and no human harm.